Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket site. The patient was hospitalized and was given IV antibiotics. The system was removed. Follow up report indicated that the patient was discharged and recovered without sequelae.

Manufacturer narrative:
The explanted ipg was returned for analysis. Visual examination did not find any abnormalities. The device was interrogated and subjected to electronic control tests. All results were normal and the device operated to specifications. There was no evidence of device malfunction.